Event description:
The customer's mother reported that the customer was in the hospital with a blood glucose of 440 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother was unable to conduct the high pressure test. Advised the mother to have the customer change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.